Manufacturer narrative:
H6 - c23 usage problem identified cannot found. The device will been submitted for functional and delivery testing. The device shall be returned to the customer once functional and accuracy test results are confirmed to be within specification. Should any of the functional and delivery tests fail to meet specification the device shall be returned to the technician for additional repair tasks.

Event description:
It was reported that the pump is constantly triggering an overpressure alarm. There was patient involvement, but no injuries occurred.